Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the tubing. Patient stated that she noticed fluid leaking form the 20 foot long patient line extension. Patient had gone in to the bathroom and had closed the door on the tubing and then noticed that the tubing was tangled. Patient pulled the tubing and it ripped in the middle. It was not a full rupture, but enough to cause the fluid to leak. Patient called tech support and then clamped the patient line to make sure no fluid would go into her . Patient stated that she did not hear any messages, warnings or alarms when this occurred. Patient was walked through how to cancel treatment and advised to do a new set up. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet completed. A follow up report will be filed upon completion of the investigation. Additional attempts to the customer have been made with no additional information provided. The MDR will be filed as a serious injury due to lack of information.